Manufacturer narrative:
Devices' image evaluation completed on june 01, 2026: upon visual evaluation of the image provided in the complaint, some gel was observed in the shell but the area of the rupture was not identified. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: silent rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast surgery with an unknown mentor ¿silicone prosthesis experienced bilateral silent ruptures post operation. The issue was diagnosed through physical examination. As a result, the patient underwent bilateral replacements per following: l: sn: (B)(6), r: sn: (B)(6) on (B)(6) 2025. This report relates to the right side.